Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 2105023, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing to verify the stopper seal. The returned sample underwent these same tests and product was found to meet required specification. Based on the quality team's investigation and samples evaluation, we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: during the preparation of a hypnovel syringe, a leak was observed at the level of the piston with loss of liquid. The syringe was purged and kept for expertise.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: during the preparation of a hypnovel syringe, a leak was observed at the level of the piston with loss of liquid. The syringe was purged and kept for expertise.